Event description:
Medtronic received a report that the pipeline stent failed to open and deploys in phenom 27 microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) aneurysm with a max d iameter of 4.8 mm and a 4.7 mm neck diameter. The landing zone was 3.2 mm distally and 4.6 mm proximally. Dual antiplatelet therapy (dapt) was administered at a platelet reactivity units (pru) level of 180. The angiographic result post procedure showed good results with no injury. It was reported that the physician struggled initially to open the device. After 70% of deployment in the bend, the device was not opened. The physician tried resheathing and it did not work. After trying for a long time, the physician tried to remove the entire system and the device deployed inside the phenom 27 microcatheter. There was failure to open in the middle and the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter and from the patient. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.